Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported that the device display was failing to display. This condition was reported to have been found during testing. There was no report of patient involvement.